Event description:
Mics wont take power. No surgical delay. Case type / application: tka.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available. Device not returned.

Event description:
Mics won¿t take power. No surgical delay. Case type/application: tka.

Manufacturer narrative:
Upon further review it has been determined that this event is not reportable. The awareness date of this event is after this device was received and repaired by the manufacturer, which makes this event out of scope of recall z-0472-2021; therefore, this MDR is being cancelled. The event is covered under the total knee arthroplasty mako system risk table, hazardous situation ¿user is not provided adequate indication for registration confirmation¿ that the highest potential severity of harm is s1.